Event description:
It was reported that the patient presented for a follow-up. While upgrading the firmware, it was noted the leadless pacemaker lost conductive telemetry and went into backup mode. The clinician reinterrogated and restored the device successfully. The lp firmware was upgraded successfully. The patient will continue to be monitored. There were no patient consequences.